Manufacturer narrative:
The motor error alarmed during rewind due to corroded motor home switch. There was moisture damage found on electronic assembly. The pump was unable to verify for motor position encoder error alarm due to constant motor error alarm. The pump was received with cracked reservoir tube lip. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had motor error alarm. It was reported that the customer had motor position encoder error alarm. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.